Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No analysis was performed as the system was not yet returned and on site maintenance has not been scheduled. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that there was no em functionality. There was no patient present.

Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the communication cable was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: during troubleshooting of the navigation system, a system checkout was not conducted. Though troubleshooting previously noted resolved the reported issue. If information is provided in the future, a supplemental report will be issued.